Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural infection ('c-section got infected') and caesarean section ('had a c-section') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced post procedural infection (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("find out she was pregnant 2 weeks later"). At the time of the report, the post procedural infection, caesarean section and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered caesarean section, post procedural infection and pregnancy with contraceptive device to be related to essure. The reporter commented: got essure 29, may and find out she was pregnant 2 weeks later. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: caesarean section, pregnancy with contraceptive device, post procedural infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.